Event description:
During a routine stent change, the physician was attempting to retrieve the stent with a snare and the stent broke in two pieces. Eighty percent of the stent was initially removed and 20% of the stent remained in the pancreas. The remaining 20% was removed one hour later. All parts of the stent were successfully removed. The pt did not undergo any additional procedures due to this occurrence. The pt did not require hospitalization or significant prolongation of hospitalization due to this occurrence. There were no adverse effects on the pt. There was no fetal distress, fetal death or any congenital abnormality or birth defects.

Manufacturer narrative:
There were no gpso-7-9 devices of lot number c361263 in stock at the time of the complaint investigation. The 1 x gpso-7-9 was returned for eval. The product was not returned in its original packaging; therefore, the product lot number cannot be confirmed. Only the stent was returned. The stent was returned in two pieces. All pieces of the stent were returned. The stent measured 10cm in length. However, the stent looked to be stretched; therefore, it was not possible to get accurate stent measurements. As actual use conditions could not be replicated in the laboratory setting and due to clinical conditions such as pt anatomy and progression of disease, the cause of the complaint could not be conclusively determined. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of incoming quality control records for the tubing used to manufacture the stent did not reveal any discrepancies which could have contributed to this complaint issue. A review of the 2-year complaints history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. All parts of the pt were successfully removed. The pt did not undergo any additional procedures due to this occurrence and there were no adverse effects on the pt.